Event description:
During the procedure, the device failed to fire and got stuck. It would not cut after firing. The device was removed from the field. A new device was obtained and utilized. It is unknown if the new device was of the same or different lot. There was no harm to the patient.